Event description:
Six days after implantation of the subject device, ventricular pacing failure was indicated by the physician, as observed by ECG monitor. Interrogation of the device revealed a ventricular lead impedance of >3000ohms. During the subsequent reintervention, proper lead connection was confirmed by x-ray and by a pull test. Reportedly, the physician inserted the screwdriver into the slot and turned it clockwise producing the click sound. The lead impedance measured by the device remained at >3000ohms. Another pull test was performed and the lead came out of the port. Psa measurements on both leads were normal, and another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.